Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was frozen. A technical support specialist reset the system, which brought it back online, and was able to log in and check the system successfully. The system functioned as technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower frozen and screen was stuck. There were no delay, no adverse events or injuries reported based on this event.